Event description:
It was reported the insulin pump alarmed motor error during prime. Alarm has occurred twice. Customer does not recall dropping the device or any other significant event that may have caused the device to alarm. Alarm was cleared. Customer does not use the sensor feature. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.